Manufacturer narrative:
(B)(4). Approximately three months after the initial event onset, the patient was still recovering from the peritonitis event. Per the caregiver, it has been a ¿slow recovery process¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. The patient was treated with antibiotics at home for two weeks for the peritonitis event; and consisted of cefazolin, ceftazidime and vancomycin (2mg, intraperitoneal, frequency not reported). Pd therapy was ongoing. The patient was recovered from this peritonitis event. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.